Event description:
It was reported that an episode of ventricular tachycardia was intermittently undersensed due to small r- wave amplitude. No programming changes were made. The patients condition is fine and will be monitored.